Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. Customer's friend stated that the pump was giving "no delivery" alarms. A replacement pump was requested.

Manufacturer narrative:
Final analysis revealded the device had motor error alarm during occlusion test due to defective force sensor, which prevented further testing.